Event description:
The customer reported the device presented error codes 20004 (ECG front end failure) during pacing. Error codes 00004 and 00001 were found in the system log. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device presented error codes 20004 (ECG front end failure) during pacing. Error codes 00004 and 00001 were found in the system log. There was no report of adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.